Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient states that when they first got their implant, they had a very hard time getting connected with the communicator. It took forever to get it to connect and it was a real problem. Patient also stated that their implant worked for a little bit but then it stopped and they stopped using it after consultation with their urologist. Now they need an MRI and they want to put it into MRI mode but they stated no matter how much they move the communicator around; they can't get connected to their implant. Agent asked what specific message the patient was receiving and they said, "the one that tells you aren't connecting." Patient services asked if patient has charged their implant prior to trying to connect to it and patient stated that they have not. Patient stated that they don't have the recharger for their implant. Agent reviewed charging expectations on their implant. An email was sent to the repair department. The patient mentioned related medical history. This included patient mentioned that the first time they had the device implanted in michigan, their hcp didn't give them any antibiotics after surgery and the device was working great but they got an infection in the surgical area and they had to remove it and replaced to a different location and it hasn't worked since that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient received new recharger, but has not been able to get the charger past 0-1%. Caller said patient noticed this starting on monday (B)(6) 2025). Caller described patient's recharging habits as charging for 30 minutes at a time, but has done several 30 minutes sessions. Caller said patient also noticed starting monday that the recharger app would show the recharger as still charging even after they ended a recharging session. When asked, caller said prior to receiving new recharger, patient had not charged their ipg for 3.5 years. Caller said patient reported issues with recharging with their old recharger. Caller described those issues as difficulty connecting recharger to ipg and staying connected. Agent reviewed it was likely the ipg was too dead to recover and suggested that managing hcp consider possibility of replacement.